Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead had exhibited noise over-sensing, which resulted in inappropriate mode switching and inappropriate tracking. The patient had been experiencing palpitations. Programming changes were made. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.